Manufacturer narrative:
Concomitant products: product ID 37754, serial # (B)(4), product type recharger; product ID 37746, serial # (B)(4), product type programmer, patient; product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
It was reported the patient had a CT head scan the day prior to call and did not turn off their stimulator. It was noted the implant went ¿crazy¿ and the scan was cancelled. It was reported the vibration was extreme and uncomfortable. It was noted the patient would turn stimulation off for the next scan.